Event description:
It was reported that the external pulse generator had a broken ventricular connector. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. Ventricular output connector is broken. Upper and lower cases, side bail covers, and lead flex cover are broken. Battery release and battery drawer are sticky. The ring is bent.